Event description:
It was reported that during a total nephrectomy procedure, scissoring occurred from 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.